Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged power supply.¿no additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damage to the power supply is unknown. To correct the condition the power supply was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.